Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
In 2007, the pump was refilled with "bad medicine". The patient went back in and had the pump refilled. Everything was fine after the bad medicine was replaced. Further follow-up was conducted to obtain additional information regarding this event; however, no additional information was received.